Event description:
It was reported that patient was not able to get enough pain relief and physician believes that leads are too high. The patient underwent a lead repositioning procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7125375.